Manufacturer narrative:
Additional information: d4, h4. Manufacturer's investigation conclusion: a direct correlation between (B)(6), and the patient's outcome could not conclusively be established. It was reported via patient outcome that the patient expired. No device issues were reported. No additional information was provided and no further information will be provided. It was reported that no autopsy was performed and the device will not be returned for evaluation. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) lists all of the adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome that the patient expired on (B)(6) 2019. No additional information was provided. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.